Event description:
Revision surgery due to infection about 7 months after primary surgery and the pathogen is unknown. The surgeon performed a washout and revised the femoral component and insert. Antibiotic spacers were implanted until permanent hardware is implanted. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 02 march 2026. Gmk-spherika 02.12.ka165l gmk spherika femur porous tigrowthc+ha s5l lot 2432508 (k223548): (B)(4) items manufactured and released on 07-mar-2025. Expiration date: 23-feb-2030. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0511fl gmk-sphere tibial insert e-cross - flex 5l - 11mm lot 2405557 (k202022): (B)(4) items manufactured and released on 28-mar-2024. Expiration date: 12-mar-2029. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: infection is a known possible complication of any surgery. Although no root cause can be established, there is no indication that any issue with the device may have caused or contributed to the event, and the document review does not indicate any potential manufacturing related cause.